Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found a loose sample pipetting arm. The fse replaced the sample arm, replaced the pinch tubes, and performed a voltage adjustment. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii immunoassay results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial anti-hbs result was 20.58 ui/l. The sample was repeated and the result was 7.57 ui/l.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue.